Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the nurse visited the ward, they found that the patient's urethral foley catheter had prolapsed and the balloon had ruptured. The patient was immediately catheterized with an another catheter.